Event description:
It was reported that during an unknown procedure that the tissue pad fell out into the patient's body. The fallen piece was found when the abdominal cavity was cleaned at last. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/16/2008. Info anticipated, but unavailable at this time.